Event description:
The pt was undergoing transurethral resection of the prostate (turp) procedure using the olympus sp-2 irrigator and evacuation device. The device operates by use of a roller pump head. A nurse setting up the device mistakenly inserted the tubing backwards in the roller head. This resulted in the device insufflating the bladder at between 1 and 1.5 liters per minute of air for approx 5-10 minutes before the issue was identified. The pt developed hypotension, extensive sq emphysema and pneumothorax. The pt required further monitoring and chest tube placement, subsequently, the chest tube was removed, and the pt returned to baseline.

Manufacturer narrative:
Product labeling includes numerous "warnings" and "cautions" for tubing set setup, proper connection of tubing set, and general machine instructions. Northgate technologies inc. Strongly feels that his adverse event was caused by human error and it is not a malfunction of our device, the sp-2 pump, and/or the tubing set, (B)(4).